Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted without issue and the second clip delivery system (cds) was prepared. The cds was advanced through the steerable guide catheter (sgc) and it appeared that the blue lines were aligned properly; however, when the m knob was turned, it was noted that the device would not go medial. The device was removed from the anatomy without issue. Outside the anatomy, the device appeared to be steering correctly. A second cds was then used with the same sgc and no issues were noted. The procedure was completed with implantation of two clips, reducing mr to grade 1+. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported sleeve steering issue appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.